Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient did notify their hcp about the pain, jolting and spasm issues and their next appointment is (B)(4). When asked whether there were circumstances that led to these issues, the patient stated the cause was that they needed a change in program, lower number of stimulation. The lower setting did resolve the bad pain, jolting and spasms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had bad spasms and was still making bathroom trips (up every 2 hours with symptoms). The patient stated that instead of getting the sensation to go to the bathroom, they got spasms instead. When they urinated, the spasms seem to go away. This issue started 3-4 months ago (2018). They were given some medication by their healthcare professional (hcp) for their symptoms. It was also reported that the patient had an adjustment of the stimulation in the office where they were set on program 2 at 3.9. The patient stated that their body was getting used to the settings and the adjustment was great at first then all of a sudden, after 8-24 hours, they started getting a bad pain like a jolt. This issue started about 3-4 months ago (2018). The patient decreased the stimulation to 2.20 (on program 2) but still got the spasms. Using the programmer, it was determined that the patient was at 2.25 on program 2. The patient reached out to their healthcare professional (hcp) who then directed them to contact to the manufacturer to change programs. They switched from program 2 to program 1 and set the stimulation to 2.85 where they could feel the stimulation which did not cause them pain. There were no further complications reported or anticipated.